Manufacturer narrative:
The na electrode lot number was aym 95. The expiration date was not provided. The k electrode lot number was awx 14. The expiration date was not provided. Qc was within the ranges. The field service engineer performed decontamination of the ise module. He then performed qc and sample testing with acceptable results. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 5 patients' samples tested on a cobas 8000 cobas ise module when compared to a different ise module. Results for the following tests were affected: sodium (na), and potassium (k). Sample 1: na: initial result: 148 mmol/l. Repeat result: 140 mmol/l. K: initial result: 5.34 mmol/l. Repeat result: 4.91 mmol/l. Sample 2: na: initial result: 149 mmol/l. Repeat result: 142 mmol/l. Sample 3: na: initial result: 155 mmol/l. Repeat result: 142 mmol/l. K: initial result: 4.88 mmol/l. Repeat result: 4.46 mmol/l. Sample 4: na: initial result: 152 mmol/l. Repeat result: 140 mmol/l. K: initial result: 5.32 mmol/l. Repeat result: 4.89 mmol/l sample 5: na: initial result: 157 mmol/l. Repeat result: 143 mmol/l. The customer noticed that the initial results were inconsistent with the patients' history. No questionable results were reported outside the laboratory and the samples were repeated on another ise module. The repeat results were considered to be correct.

Manufacturer narrative:
The preventive maintenance was last performed on sep-2024 and the electrodes were last changed on 02-feb-2025. The service actions (decontamination of the ise unit) resolved the problem. The root cause was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.